Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: 350cc mentor smooth round moderate profile saline, catalog: 3501655, lot: 5845723, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with two 350cc mentor smooth round moderate profile saline breast prostheses, experienced left side deflation post-operatively. As a result, the patient underwent bilateral removal and replacement with two 375cc mentor smooth round moderate profile saline breast prostheses on (B)(6) 2019.

Manufacturer narrative:
On 3/23/2019, the product investigation was completed. Device investigation summary: upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During the initial evaluation the device appeared intact. Leak testing was performed according with mentor procedures and it revealed a rent on the anterior aspect, measuring approximately < 0.1 cm. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were observed. Deflation complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. A manufacturing record evaluation (mre) was performed for the finished device number 6459463, and no non-conformance's related to the reported complaint condition were identified. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).